Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 failed required maintenance, which located on ch-surg2. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 had failed. A field service engineer (fse) replaced the latch sensor and inspected the magnet on the legacy full height drawer. Although the magnet was present and was replaced due to warping. The fse also replaced the slide rails. The system functioned as intended after field service engineer repaired the device.